Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The (device history record) dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced feeling "heat, dizziness" and was unable to self-treat. Customer received third-party intervention by mother who provided oral sachet of glucose as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Observed watermark at the base of the tail indicating the sensor tail was properly inserted. Sensor was activated with good reader. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced feeling "heat, dizziness" and was unable to self-treat. Customer received third-party intervention by mother who provided oral sachet of glucose as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.